Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with post-paced t-wave over-sensing exhibited by their implantable cardioverter defibrillator. Appropriate programming changes were made to the device. Patient was stable after the event.